Event description:
Additional information was received as follows: it was reported that the patient had secondary intervention where an endurant cuff and two aneurx iliac limbs were implanted. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Lack of information (unknown cause of occlusion). .conclusion: lack of information (unknown cause of occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. An endurant bifurcated stent graft etbf2816c166e was implanted from the right side and an endurant contralateral limb etlw1616c124e from the left. No complications were reported since implant. Approximately one month post implant the patient present emergently complaining of leg heaviness/numbness. A CT scan was done and it was discovered that the etlw1616c124e contralateral limb has completely occluded the left common iliac artery with reconstitution of the left internal/external iliac arteries. There was no evidence of kinking or twisting. The cause of the occlusion is unknown. No further information was provided.